Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no trend arrows on the display device. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of there were no trend arrow on the display device is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.